Event description:
During index procedure the patient had one endeavor sprint drug eluting stent implanted in the lcx. During a staged procedure 4 weeks later the patient had one endeavor sprint stent implanted to the 1st obtuse marginal. Approximately 16 months post index procedure the patient was rehospitalized due to gi bleed and a colonoscopy was performed. Patient recovered. Investigator indicated that the reported event was not related to the study device.

Manufacturer narrative:
(B)(4): evaluation results - inherent risk of procedure (hemorrhage).